Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with needle knife sphincterotomy the tip of the needle broke off in the duodenum after current was applied. The user was reportedly unable to retrieve the fragment. The procedure was completed using a different needle knife. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to gather add'l info regarding the reported event, and was informed that the needle knife had broken after the device had been operated for approx 10 mins, and current had been applied several times prior to the event. The device referenced in this report was returned to olympus for eval. The eval confirmed that a portion of the needle knife was detached. The end of the knife wire was deformed and had a melted appearance. The device was forwarded to the original equipment MFR (OEM) for further investigation. The OEM found that the surface of the broken cutting wire did not show evidence of ductile fracture, and device may have been damaged by the application of localized high current. The exact cause of this event could not be conclusively determined. This medical device report is being submitted in an abundance of caution.